Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 10, 2014 ¿ april 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter; this was observed after filling with sodium chloride. According to the customer, there was a piece of plastic floating seen soon after the unit was filled. They stated the particulate matter was seen inside the unit. It is unknown if there was patient involvement. However, no injury or medical intervention was reported. Additional information was requested and is not available. This is report 2 of 2.